Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a stone destruction procedure. According to the complainant, during the procedure, the device was unable to conduct electric current. The procedure was completed with the same generator, same active cord, and a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device did not identify any anomalies. A functional evaluation found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire measured within the cutting resistivity specification. The length of the exposed cutting wire was with in specification and the device tip bowed past the 90 degree minimum bowing specification. The condition of the returned incident device was not consistent with the complaint that device was unable to pass electric current. Therefore, the most probable root cause is not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a stone destruction procedure. According to the complainant, during the procedure, the device was unable to conduct electric current. The procedure was completed with the same generator, same active cord, and a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.